Event description:
It was reported by the pt following a left heart catheterization a 6f angio-seal vip was used. The pt was discharged 3 hours after the procedure. Twenty five hours later ,the pt experienced a sharp pop, pain and bleeding occurred. The pt applied compression to the puncture site and went to the emergency room. Hemostasis was achieved in the emergency room. An ultrasound confirmed no pseudoaneurysm was present and that the angio-seal was intact and holding. The pt experienced pain and bruising from the groin down to the knee. The pt will follow up with the physician.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.